Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a no power issue with the pump. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the black box indicated an unexpected reboot had occurred. The battery compartment and battery cap were undamaged and the cap was able to secure properly. The pump powered on with functional auditory and vibratory alarms to a blank display screen. The presence of audible tones and vibrations indicate that the pump has power; a blank display screen may be misinterpreted by the user to be a power issue. The allegation of no power could not be duplicated on investigation. The pump cover was removed, revealing that the display screen was cracked, resulting in the blank display. The damaged display was replaced with a test display, and the display functioned normally. Unrelated to the original complaint, the pump powered on to a call service 69 alarm that could not be cleared. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.